Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device decreased time of explant. Patient had recent onset of atrial fibrillation (af). Additional information indicated that the engineering analysis showed that the power consumption appeared to be caused by high rate atrial sensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device decreased time of explant. Patient had recent onset of atrial fibrillation (af). Additional information indicated that the engineering analysis showed that the power consumption appeared to be caused by high rate atrial sensing. This device remains in service. No adverse patient effects were reported. Additional information from the medical records indicated that the device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.